Manufacturer narrative:
This is one of two device reports related to the same event. A follow up report will be submitted upon receipt of any additional information.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac arrest and expired. This is reported to have been caused by patient's exposure to defendant's product administered during dialysis treatment.